Event description:
Event took place in another country. Balloon "suddenly burst", inflated with 15-20 ml air. Device disposed.

Manufacturer narrative:
Event took place in another country. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the current device history record and the raw material history files as well as post market surveillance showed no recorded quality problems or rejections related to this device. Based upon investigational efforts and upon the end users narrative, the incident is evaluated to be a user error. This file is considered as closed.